Event description:
A patient reported two sets of blood glucose comparisons with results of "174 mg/dl" with a lifescan meter and "80 mg/dl" on a lab device. On the second attempt, a pt obtained reulst of "249 mg/dl" with a lifescan meter and "159 mg/dl" on a laboratory device, both performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strips, and control solution were replaced.